Event description:
It was reported that the patient was seen in the hospital and underwent open heart surgery for lead perforation. The rv lead was repositioned, and the heart was patched. The patient had presented back to the hospital for shortness of breath. Device interrogation was performed, and an elevated capture threshold was noted. The physician will continue to monitor the patient at this time. No further action is planned. There were no adverse health consequences, the patient was stable.